Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) ECG cable was out of order.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported by customer that during routine check cardiosave intra aortic balloon pump (iabp) ECG cable was out of order. There was no patient involement and no injury reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e2, e3, g3, g6, h2, h3, h6- type of investigation , investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Replaced ECG lead wires and trunk cable. Functional check according factory specifications. Return cable to customer to customer for clinical use.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone), e1- event site email address.

Event description:
N/a.